Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pacing lead thrombus in patient with recent covid-19 infection and subsequent vaccination: a case report. European heart journal - case reports. 2024. 8, ytae447. Doi: 10.1093/ehjcr/ytae447 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pacing lead thrombus in patient with recent coronavirus disease-19 (covid-19) infection and subsequent vaccination. The authors described a patient who presented to the hospital due to worsening dyspnea and reduced exercise tolerance. Ten days before hospital admission, the patient had received vaccine for covid-19. Three months earlier, the patient had been diagnosed with covid-19 infection without hospital admission. A computerized tomography (CT) scan was performed and showed a partially occluding thromboembolism in the left pulmonary artery and its segmental branches. Transthoracic echocardiogram (tte) showed thrombus on the pacing lead of the right ventricle which subsequently caused pulmonary embolism. Blood cultures were negative for bacterial or other fungi. The patient was treated with anticoagulant therapy. The lead remains in use. No additional adverse patient effects were reported.